Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess the customer instrument on (B)(4) 2014. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site and determined that the galileo incubator was not configured correctly. As a result, the assays in question were deleted and then reinstalled. The galileo incubator was also then configured correctly. The incubator configuration has to be correct for assays to recognize the module is present and use it in the processing steps. When a module is not present or configured incorrectly the assay will ignore the step that requires this module. This galileo incubator was configured incorrectly sometime during a service event in 2009 according to diagnostic archives viewed from feb to (B)(4) 2009, the setup was correct, but in (B)(6) the setup was missing the rt incubator. The phenotype assays were loaded during a software upgrade in 2011 while the incubator configuration was incorrect and therefore ignored the room temperature incubation step. Reconfiguring the incubator properly and reloading the assays that use that incubator was required to correct the problem.

Event description:
On (B)(6) 2014, a customer reported that the antigen screening assay on a galileo was not completing all the instrument steps.